Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A replacement surgery was performed. There were no device malfunctions associated with the explanted device. The patient did not experience any adverse events or complications.